Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set fell off during use from 02-may-2024 to 09-may-2024. The issue occurred with eight similar typesof infusion set used for 24 hours or less. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 8.